Manufacturer narrative:
Other, other text: h2: see a1, b5 and h6 (patient code).

Event description:
Additional information was received indicating that the pump is used for sales demonstration and there was no patient involvement.

Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seals were intact and the pump was in excellent condition. There were no battery related issues in the event history log (ehl). The ehl did show a message for a recommended maintenance due to an unspecified alarm. When the pump was powered up, the maintenance message reappeared. There were no messages relating to the battery. One of the customer related complaints (required maintenance) was therefore replicated. At the time of the investigation the battery level was at 46%, and the battery was charging as expected. No fault was found with the pump. The device only required annual maintenance. The pump underwent routine maintenance. The batteries were also replaced as a preventive measure. The pump subsequently passed all the functional tests.

Event description:
It was reported that the medfusion 4000 pump was alarming. The pump needed new batteries. No patient injury or complications were reported in relation to this event.